Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter doesn't blink when connected to the sensor. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised to contact dtc for assistance with purchasing new transmitter. The customer was advise that we are to do test plug procedure. The customer was advised to charge the minilink transmitter to confirm it can hold a charge and it will take up 8 hours. The customer will call back to run test plug procedure after a full 8 hour charge.